Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml a syringe was found to be damaged and leaking. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309657 batch no.: 1105918. It was reported that there is a crack in the syringe causing medicine to leak. Verbatim: crack in the plastic of syringe. Wasted dose of medicine; no harm noted to patient.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml a syringe was found to be damaged and leaking. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309657 batch no.: 1105918 it was reported that there is a crack in the syringe causing medicine to leak. Verbatim: crack in the plastic of syringe. Wasted dose of medicine; no harm noted to patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10